Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacer dependent patient implanted with this device system experienced symptoms of light headedness and dizzyness for approximately one week. The patient was then presented in the emergency room (ER) due to these symptoms. Upon evaluation, noise was detected on the right ventricular (rv) lead electrogram (egm), with pacing inhibition lasting approximately two to three seconds. A revision procedure was performed. With the pacing system analyzer (psa), the rv lead displayed intermittent noise. The device header was evaluated through reversing the right atrial (ra) lead and rv lead in their respective ports and continued to see noise on the rv lead when inserted in the ra port. Subsequently, a new rv lead was implanted. During the procedure, the patient was in a normal sinus rhythm with a complete heart block and a accelerated junctional rhythm at approximately 65 bpm. The device remains implanted. No further observations were reported.